Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred. Customer could not recall events leading up to the alarm. There was no reported adverse impact to the customer's blood glucose level. The alarm was successfully cleared. Reportedly, the customer reverted to an alternate pump for insulin therapy.